Event description:
It was reported the colonovideoscope was used in a case where the water filter replacement deadline had been exceeded, water supply pipe disinfection had not been performed, and the acetic acid concentration determination had not been performed. The issue occurred during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation: 1.) The replacement period of the water filter overdue (replaced once half a year). It is likely the user may not have thoroughly read the instruction manual, and the user had mistakenly controlled the water filter replacement, resulting in the event. 2.) Disinfection of the water supply piping had not been implemented. Based on the investigation result, the user may not have thoroughly read the instruction manual, and the user had lack of knowledge of the device, resulting in the event. 3.)acecide concentration check had not been implemented (replaced once a week) based on the investigation result, the user may not have thoroughly read the instruction manual, and lacked understanding of using the acecide checker, resulting in the event. However, no definitive root cause could be established. The event can be detected/prevented by following the instructions for use which state: labeling: the subject events can be detected and prevented by implementing the below IFU. [Instructions for oer-4 operation manual] chapter 7 ¿routine maintenance¿ section 7.2 ¿replacing the water filter (maj-2318)¿ replace the water filter periodically, at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Replace the water filter according to the procedure described below. Chapter 3 ¿inspection before use.¿ section 3.9 ¿inspecting the disinfectant solution¿s concentration level.¿ before reprocessing the endoscope, be sure to check that the disinfectant solution has an effective concentration by using test strip. Also, be sure to replace the disinfectant solution before it loses its effectiveness. Check the concentration of the disinfectant solution with the test strip each time an endoscope is disinfected. If this check is not performed, the disinfection process may be ineffective. Replace the disinfectant solution before the disinfecting effect is lost. [Instructions for oer-4 installation manual]. Chapter 4, ¿installation of equipment.¿ section 4.18, ¿disinfection of the water supply piping.¿ perform disinfecting the water supply piping in the following cases. Before using this equipment for the first time. Immediately after replacement of the water filter. Whenever bacteria in the water supply piping is identified. Before using the equipment when it has not been used for a long time of period. When disinfecting the water supply piping, use acecide disinfectant solution. Furthermore, IFU for the subject endoscope warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor field performance for this device.